Event description:
Allergic reaction after receiving a dental cleaning and 2 fillings. Inability to breathe fully, bloating, dizziness, and lightheaded. Lasted for 3 weeks- treated with methyl prednisone. (B)(6) us. FDA safety report ID# (B)(4).